Event description:
A patient with an artificial urinary sphincter (aus) experienced recurrent incontinence due to a nonfunctioning device. A surgery was performed, during which the physician explanted and replaced the device. Postoperatively, the sphincter was left deactivated for approximately six weeks to allow for healing. No further patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegations of urinary incontinence and mechanical issue are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.